Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50 serial #: (B)(4). Description:linear st lead, 50cm.

Event description:
A report was received that the patient had dura puncture during permanent implant. It was noted that the patient was experiencing ringing of the ears or tinnitus. The physician performed blood patch.

Event description:
A report was received that the patient had dura puncture during permanent implant. It was noted that the patient was experiencing ringing of the ears or tinnitus. The physician performed blood patch.